Event description:
My daughter used the bausch and lomb contact lens products. Over the past 3-4 weeks she has been suffering with eye irritation and pain to the point where it became so tremendously painful, we had to call the paramedics in the middle of the night on 3/27. That week she visited drs and the ER -4- times but kept getting misdiagnosed and worse. Finally, on the morning of 4/2 she was taken to an eye institute. She was diagnosed as having a corneal ulcer along with permanent scarring due to a bacteria growing in her eye. The dr had a special formula of toxic drops made up for her which needed to be placed in her right eye every half hour -24/7-. She now needs them every 3 hrs. She was seeing the dr everyday but now every other day. Her eye is slowly getting better, but she probably will never be able to wear contacts again. We've read of many recent cases such as our daughter's. What do we need to do?.